Event description:
A ventilator was returned to the manufacturer for routine service. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, errors related to the sensor board was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.